Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # v175766, implanted: (B)(6) 2009, product type lead; product ID 3037, serial # (B)(4), implanted: (B)(6) 2009, product type programmer, patient. (B)(4).

Event description:
It was reported that patient called their doctor¿s office today and reported that they felt heat at the pocket site of their implantable neurostimulator (ins). Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant product: product ID: 3889-28, lot# v175766, implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported indicated the cause of the heat at the pocket site was not determined. An impedance test was performed which showed there was a lead fracture. The patient had a revision surgery on (B)(6) 2014 where both the implantable neurostimulator (ins) and lead were replaced. The ins was replaced due to normal battery depletion. The patient was doing well after the revision and was getting good therapy.

Manufacturer narrative:
(B)(4).